Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating a procedural delay of 30 minutes was experienced during the procedure where the defective valve was discovered. The procedure was completed without any additional procedures or adverse effect to the patient. On november 15, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 7, 2022, a revised manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. On january 19, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the sm mpps dv 375cc breast implant, measuring approximately 1 cm. Leak testing was performed in accordance with mentor procedures and the filling tube fitted well into the valve port and stayed connected as expected. No additional leaks were observed on the implant. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in about 0.1 cm of the area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. The event described could not be confirmed as the breast implant was returned without detectable valve port issues. Although no valve defects have been identified, there may have been other circumstances or issues that occurred during the surgery that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor smooth round moderate plus profile saline breast prosthesis being used in a breast augmentation was found to have a defective valve during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.